Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and pocket erosion. There were no additional adverse patient effects reported. The lv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was created to correct the entry in h6: patient code and impact code.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and pocket erosion. There were no additional adverse patient effects reported. The lv lead remains in service. Additional information received indicates that the system was explanted due to infection with sepsis. There were no additional adverse patient effects reported. The left ventricular (lv) lead was explanted.